Manufacturer narrative:
Additional information: d4 (catalogue, expiration date and UDI), h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time and will be reassessed after device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4.0mm coupler fallen out of the winged assembly. This was observed during an intra-op procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.